Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the button #2 was depressed and the button #3 was fully retracted. The distal end of the sealant was not returned. The remainder of the sealant was observed on loose at 22 mm from the catheter's distal tip. The condition of the returned device indicates that the sealant may have been deployed, but a portion of the sealant was dislodged. The review of the lot history record (f1529601) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. However, if the balloon which is located right at the distal tip of the advancer tube is not completely deflated and/or the device is not realigned with the tissue tract prior to being retracted into the advancer tube, the balloon could pin and drag a portion of the sealant into the advancer tube, and potentially dislodging the sealant from above the arteriotomy during the removal of the device. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynx ace device failed to deploy. The device was being used for arterial closure. It is unknown whether or not the buttons got stuck during the deployment. It is unknown whether or not the balloon was fully deflated. It is unknown whether or not the button #3 was completely retracted to pull the deflated balloon into the device. It is unknown whether or not fingertip compression was held during the device removal. It is unknown whether or not force was applied when retracting the sheath. Manual compression was applied for an unknown duration to achieve hemostasis. It is unknown whether or not the patient's hospitalization was prolonged as a result of the event. The patient was described as fine and experienced no event related to the device issue. Additional information was requested but was unknown.